Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image of the gastrointestinal videoscope was frozen and grainy. There were no reports of patient harm or injury.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the most probable cause of the image of the gastrointestinal videoscope was frozen and grainy was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.